Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.00/+2.5/110 diopter, in the patient's right eye on (B)(6) 2015. The patient experienced refractive surprise.

Manufacturer narrative:
Additional information: work order search: no similar complaints were reported for units within the same lot. (B)(4).